Manufacturer narrative:
(B)(4).

Event description:
It was reported that communication with the implantable neurostimulator (ins) was not possible with multiple programmers. Communication was also attempted in a different room, with the same results. Via an x-ray, the device was not deep under the skin, but rather ¿very superficial.¿ in addition, it was not flipped. The ins was not giving stimulation and symptoms had returned. The patient was not receiving the needed therapy. The physician indicated that this was not battery depletion, as the device ¿should have been working way long than that having the current settings it had.¿ the ins was set to continuous mode and amplitude had been set to 6v. Complaints about the possibility of battery depletion after only three years of implantation were noted. No revision surgery had yet been scheduled, but it was noted a replacement/redemption of the battery was required. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.